Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 pm after the end user received "hi" results from her prodigy diabetes meter. The end user did not experience any significant symptoms but out of concern for the "hi" reading she visited the ER. Upon arrival to the ER a blood glucose test was performed with the hospitals glucose meter and the reading was 95 mg/dl. She received crackers and a granola bar to assist in stabilizing her blood glucose level. After 7 hours in the ER the end user was discharged with a blood glucose reading of 124 mg/dl. No additional details were provided in regards to this medical event.